Event description:
It was reported that just after completing the implant, the physician thought that the proximal portion of the right ventricular (rv) lead shock coil "looked unravelled." Technical consult agreed that although the coil appeared stretched, there was no functionality issue with the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).